Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 31jan2019. The product support engineer (pse) troubleshot the issue with the customer over the phone. The reported condition was verified. The touchscreen was calibrated and received bad touch message. The customer was advised to replaced the touchscreen to address the issue. The customer reported that the touchscreen was replaced and the issue was resolved.

Event description:
The customer reported that the ventilator touchscreen is not responding. Although requested, it is unknown if the device was in use on a patient at the time of the event occurred. Event date not specified; estimate used.